Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿no anomalies were visually observed,¿ ¿tested ok - passed battery charging bench test,¿ and ¿tested ok - passed final functional test.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 18-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was complex reg pain syndrome type ii and non-malignant pain. The patient reported the communicator was not taking charge when plugged into the charging cable. The patient stated they had to wiggle the charger to find the right spot to charge it. The patient stated the handset was having the same charging issue and they had to wiggle it for the device to charge. They have tried a different charging cable and that did not resolve the issue. The patient took it to the healthcare provider office and were told to call for a replacement. An email was sent to the repair department to replace the communicator and the handset due not charging when plugged into the micro usb charging cable. Brought to hcp office and they inspected and recommended replacement. No indication of patient harm.